Manufacturer narrative:
Continuation of medical devices: 5076-58 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having a lot of atrial fibrillation including symptoms of chest pain, dizziness, arm numbness. He also reported to the physician having syncope and dyspnea. The patient reported having a headache as well as burning sensation at the implant site since the revision procedure approximately 5 months earlier. The patient thought they may be allergic to the pacemaker and the patient indicated having a very small draining that was near the lateral margin of the incision. The patient described the discharge as being purulent. The physician noted that the pocket area is nontender and has no associated erythema. Chest x-ray appeared normal. Bloodwork showed no sign of infection. The physician noted that the patient had less than 0.1% atrial fibrillation but notes that the patient does have episodes of palpitations that are likely due to either premature ventricular contractions or short runs of atrial tachycardia. The system was removed and not replaced as the physician thought that the patient could be treated with medication. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.